Event description:
It was reported by svc report that the power cord was missing the ground prong and the calf rest was broken. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: calf support.